Event description:
Additional information received reported that over 75% stenosis of the total length of the stent. The patient was a symptomatic. According to physicians this matter to be monitored by visits of standard of care, with imaging every 12 months. No medical intervention r hospitalization was noted. The patient was being treated for a left internal carotid artery c4 ca sidewall aneurysm with a saccular morphology. Aneurysm dimensions: maximum diameter 14.9 mm, dome height 14.7 mm, dome width 15 mm and neck size 11.9 mm. The parent artery diameter distal to aneurysm was 5 mm. The parent artery diameter proximal to aneurysm was 4 mm. Post implant significant stasis was noted at the end of the procedure. Complete neck coverage was noted at the end of the procedure. Post implant aneurysm occlusion (raymond and roy) at the end of the procedure was class one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that corelab imaging reported "inhomogeneities of the extracranial ica caliber on both sides." It was unclear if this was present at the patient's baseline. Corelab imaging also reported wall apposition was not achieved with comment "flow diverter did not deflate entirely proximally (parent vessel stenosis >50 to 75%, distal flow diverter is in vessel lumen). A1 segment does not contrast after intervention." It was unclear whether or not this was due to a device deficiency. There were no reported impacts to the patient or additional medical intervention. Additional information received reported that the site has verified that wall apposition was not achieved at the end of procedure was not due to failure of study device to open, but due to the thrombus aneurysm mass was the cause that the ped could not open fully. 2023-01-13 email (for, rep, hcp): additional information received reported that per the 1 year follow-up dsa imaging on (B)(6) 2022, site has reported raymond roy (r/r) occlusion class 3. Site reported r & r class 1 post-index procedure on (B)(6) 2021. Additional information received reported that per the 1 year follow-up dsa imaging on (B)(6) 2022, site has reported raymond roy (r & r) occlusion class 3. Site reported r/r class 1 post-index procedure on (B)(6) 2021. Additional information received reported that per corelab image read of the 1 year dsa imaging on (B)(6) 2022, wall apposition at full length was not achieved, raymond roy (r & r) occlusion was class 3 (noting 'better' since last imaging), and greater than or equal to >75-100% stenosis of the total length of the stent with respect to the distal vessel reference diameter. Additional information received reported that the site has updated their response and confirmed the aneurysm was occluded with r/r class 1 at the 1-yr follow-up dsa imaging performed on (B)(6) 2022. Additional information received reported that per corelab, image read of the index procedure imaging on (B)(6) 2021, 'pipeline braid collapse' was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported event adjudicated possibly related to vantage, not related to index procedure, ancillary device or antiplatelet regimen.